Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
White line in the middle of the display. No adverse event occurred. Meter replaced and requested for investigation.